Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging the subject meter was not charging and had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.